Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation and the poly liner was removed and replaced. The patient was revised again on (B)(6) 2014 due to dislocation and both the liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06859 and 1825034-2015-00835).